Event description:
Customer's husband reported that on some unspecified date customer received a reading of either 300 mg/dl or 400 mg/dl on her adc blood glucose meter. Caller stated he believed that too much insulin was administered by customer's medtronic insulin pump based upon the "inaccurate" high reading customer received from her adc meter. Caller further reported customer experienced "sweating, slurred speech" and ultimately a loss of consciousness. Customer's husband administered a glucagon injection. No self-treatment was undertaken by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.